Event description:
A US distributor contacted ZOLL to report that the patient developed an infected wound from the uCor HFAMS Patch. The patient described the area as red, raised, and broken blisters with burning and itching and an infected area. There was no alleged device malfunction contributing to the wound. The patient's physician recommended removal of the patch due to the skin irritation. Patient reported that the wound is getting better.